Event description:
During an a-fib ablation the carto mapping system was unable to visualize the penta ray mapping catheter. We did have elector gram signals on both carto and bard systems. Carto connections were changed both at catheter and carto system. Next step we changed to a new penta ray catheter. Still no resolution. Carto rep was reaching out to tech support on her end. Rep advised to change to lasso catheter, which did not resolve issue. Next we changed connection ports in carto, still no resolution. Next we rebooted both mapping components. This final step still did not resolve issue. Continued case with ablation catheter as the mapping catheter. No harm to patient and procedure completed. (B)(4) is working with vendor to troubleshoot error.